Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿seemed to be drier and have less iodine¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a companion sample was received for evaluation. A visual inspection was performed with the naked eye and the sponge revealed the presence of iodine. The reported condition was not verified. The companion sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.